Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, pain, mobility. Complaints at the implant - implant loosening.